Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was over 600 mg/dl, with ketones a healthcare provided identified as life threatening. Customer went to the emergency room and admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support did not identify any additional issues with the pump or related supplies. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.